Manufacturer narrative:
The customer reported that the unit had an incorrect delayed alarm and did not fail to alarm; therefore, this is not a reportable malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has failed the rotor error alarm test. There was no patient involved. Per additional information received on (B)(4) 2018, the unit did alarm after 30 seconds, however, a ¿feed error¿ alarm was displayed instead of a "rotor error" alarm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit has failed the rotor error alarm test. There was no patient involved.

Manufacturer narrative:
The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.